Event description:
It was reported that a spectrum iq pump had an issue of failed downstream occlusion test twice at 24. 83 and 21. 86 psi(pounds per square inch) during preventive maintenance in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, failed downstream occlusion testing was not reproduced. Device was sent for downstream occlusion testing and passed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.